Manufacturer narrative:
Event updated to reflect additional information. Patient code updated to reflect code 1928.

Event description:
It was reported that the patient underwent an original artificial urinary sphincter (aus) implantation surgery, due to an unspecified reason. The patient was implanted with an aus consisting of a 4.0 cm cuff, pump and balloon. It was also reported that the patient was implanted with a sling device prior to this procedure. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. It was further reported that the patient underwent the aus implantation surgery because they complained of leaking and wanted to be completely dry. The existing advance sling was not removed. No patient complications were reported during the procedure.

Event description:
It was reported that the patient underwent an original artificial urinary sphincter (aus) implantation surgery, due to an unspecified reason. The patient was implanted with an aus consisting of a 4.0 cm cuff, pump and balloon. It was also reported that the patient was implanted with a sling device prior to this procedure. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.